Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had notifications for ventricular double counting. The clinic noticed the diminished r waves and noticed the lead was in the atrium because when pacing the lead, on the lead you could see atrial capture. Fluoroscopy confirmed the dislodgment. The lead had normal impedance and no noise. During the repositioning, the stylet was noticed to not go to the hub of the lead, and the helix was difficult to retract. After eventually being able to retract the helix, the lead was repositioned into the right ventricle, but the helix could not be deployed. After extracting the lead, on the table, the doctor could still not extend the helix or get the stylet to go all the way to the hub of the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement, ¿stylet was noticed to not go to the hub¿, helix would not extend, oversensing, inappropriate capture and r-wave amplitude variation. The reported events of helix would not extend and ¿stylet was noticed to not go to the hub¿ were confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/body fluids. X-ray examination showed the inner coil was over torqued consistent with procedural damage. After cleaning and by applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported events of ¿stylet was noticed to not go to the hub¿ and helix would not extend was isolated to overtorqued inner coil and blood/body fluids clogged inside the inner coil. The reported events of oversensing, inappropriate capture and r-wave amp variation were not confirmed. Electrical testing and x-ray did not find any indication of conductor fractures or internal shorts.